Event description:
Syringe brand size bd plastipak 50/60ml. Rate set at 2ml/hr, no other equipment being used at the same time. Medic prescribed the drug and rate of infusion which was set by the nursing staff. Pump check 1 hour after start. Pump delivered 4ml/hr instead of 2ml/hr. Delivery problem noted, and the pump was removed from use.

Manufacturer narrative:
Evaluation summary: an external inspection of the device was performed, no signs of any external damage had occurred. The device was switched on and was left at the rate of 2m/hr. When the device was switched on, it was noted that the size sensor reading was 20ml and would not change from that reading. The device was then opened and the size sensor pcb was found to be functioning correctly. The case was then closed and the size sensor reading was back to reading the correct size of syringe. An accuracy test was then performed and was found to be within the limits. Investigation confirmed misalignment of the size sensor flag. At the time of the incident a 50ml syringe was being used, but the size sensor did not correctly resister the syringe size. Instruction for use, the device requires the user to confirm the syringe size before use.